Manufacturer narrative:
The esc and act buttons on the insulin pump had intermittent response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was in pocket during hike. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.